Manufacturer narrative:
Based on the description, most likely the bipolar electrodes got mechanically overloaded - this is the most common reason for failure in similar complaints. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
The reported event happened in new zealand. It was reported that during a turp procedure, the doctor was unable to use three bipolar resectoscope loops. One side of the yellow guards pushed forward whenever the power cable was inserted into the storz working element. So that they were uneven and therefore stood proud on the screen and were unusable. Additionally, it was reported, that during the resection of the prostate by the surgeon, one of the side arms came off and the loop electrode broke and entered the bladder. A bladder biopsy was needed to retrieve the broken part of the loop electrode and to examine the bladder to ensure it was not perforated. No negative impact on the state of health was reported. Additional patient information is not available.